Event description:
It was reported that a few hours post implant, the pacing rate on the telemetry strip did not match the programmed rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2010. A 6947 implantable tachy lead: (B)(6) 2010. (B)(4).